Manufacturer narrative:
(B)(4). D10: (B)(6) item name 28mm dia cocr mod hd +3mm nk lot # j7273337. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a revision procedure due to dislocation at the site. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: product returned and evaluated. Visual examination of the returned product identified that the liner and shell were returned assembled with the head disassembled. Scratches were noted on the spherical surface of the head and taper hole were from use. No other damage was noted. The shell outer spherical surface had scratches. Liner had damage indentation/deformation on the rim. No other damage was noted. Measurements taken of the product were found to be conforming to specification. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: loose and displaced acetabular cup with subsequent implant dislocation as described. A definitive root cause cannot be determined. This complaint was confirmed based on the radiograph review. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3. The following section was corrected: d4. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.